Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 240 mg/dl (aviva) and 94 mg/dl (compact). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6) (compact meter), is related to case with patient identifier (B)(6) (aviva meter). It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
This case, with patient identifier (B)(6) (compact meter), is related to case with patient identifier (B)(6) (aviva meter). It was unknown if the initial reporter sent report to the FDA strips were not returned for investigation. Strips were expired at time of event.